Manufacturer narrative:
A siemens rep reviewed the account's history and no issues were found in the time frame of the discordant results. The cause for the discordant advia centaur cea results compared to the other method is unk. The instruction for use (IFU) limitation section states: "note: do not interpret levels of cea as absolute evidence of the presence or the absence of malignant disease. Measurements of cea should always be used in conjunction with other diagnostic procedures, including info from the pt's clinical eval. The concentration of cea in a given specimen determined with assays from different mfrs can vary due to differences in assay methods, calibration, and reagent specificity. Cea determined with different mfrs' assays will vary depending on the method of standardization and antibody specificity. Warning: do not use the advia centaur cea immunoassay as a screening test for diagnosis."

Event description:
A discordant advia centaur cea result was obtained on a pt sample when compared to other methods. The diagnosis for the pt was changed to metastatic cholangiocarcinoma with hyperkalemia and acute renal failure based on the result from arup. There was no report of adverse health consequences due to the discordant advia centaur cea result.